Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a pump stoppage event occurred. No clinical symptoms were reported. The log file was reviewed by a representative of the manufacturer's technical services team and confirmed the pump stoppage. The log file revealed that the system controller power cables were not connected to charged power sources, and that the backup battery was not recognized by the system controller. It was reported that the patient was not forthcoming with information regarding the event. The lvad clinician confirmed that the system controller backup battery was securely connected. The lvad clinician disconnected both system controller power cables briefly, and verified that the backup battery did provide power to the device. Multiple attempt were made to acquire additional information; however, no information was provided.

Manufacturer narrative:
It was initially reported that the system controller was returning for analysis; however, additional information received stated that the system controller was not exchanged and remains in use with the patient. No product was returned for evaluation. The report of a pump stoppage was confirmed per the evaluation of the submitted system controller log file. The log file captured that on (B)(4) /2017 at 15:41 the system controller was connected to 14v batteries. The system operated on batteries with no active alarms until (B)(4) 2017 at 03:20 when a low battery advisory alarm became active indicating that one battery was discharged and required replacement. The information recorded at 05:08 revealed that the low battery advisory alarm progressed to a low battery hazard alarm. In addition to the alarms a power save mode flag was recorded. The data captured 9 minutes later, at 05:17, indicated that both 14v li-ion batteries switched to a sleep/protective mode due to being discharged to critically low levels and the system activated the internal backup battery. The investigation was unable to determine the duration of the backup battery support. The remaining data recorded in the log file revealed that the system controller was connected to charged batteries and the system restarted. The last recorded entries indicated that the system controller¿s clock was synchronized at 11:01 on (B)(4) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The lvad clinician reported that they did not replace the internal emergency backup battery or system controller.